Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, a single undated, undated x-ray photo shows the intertan nail is broken on the left, which supports the complaint. However, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, a thorough medical investigation cannot render, nor could the definitive clinical root cause of the reported failure be determined. The impact to the patient beyond that which has been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that weight bearing on bones that have failed to heal or healed partially or improperly can cause stress and fatigue in metallic surgical implants with consequent breakage or failure of the implants. Besides, loosening, bending, cracking or fracture of the implant components have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was fractured and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2021, the patient experienced pain due to the intertan 1.5 10mmx34cm 130d lt being broken. It is unknown how this will be resolved, as well as the current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4).